Manufacturer narrative:
The investigation has been completed. The product was not returned. The root cause of the positioning issue was determined to be most likely use issue because the surgeon while attempting to torque the impella cp away from the mitral pulled the impella cp back across the aortic valve.

Event description:
The complainant reported that a patient on impella cp support was taken to the operating room for a coronary artery bypass graft and mitral valve regurgitation repair. Aorta cross was clamped with the impella cp in the left ventricle (lv) after shallowing position out to three centimeters using transesophageal echocardiogram. The impella cp was placed in surgical mode for case duration periodically turning up p level for ante grade cardioplegia and venting the lv. At the conclusion of the case, the impella cp was repositioned across the aortic valve (av) with pigtail toward the mitral apparatus. The surgeon attempted to torque the impella cp away from the mitral and pulled the impella cp back across the av. They were unable to advance the impella cp so a decision was made to pull back into the descending aorta on p1 and remove the impella at the conclusion of the case. The patient outcome is unknown.